Manufacturer narrative:
Unit received with frozen screen. Unable to perform the displacement test and self-test or verify pump reset anomaly due to frozen screen. Cut and open to perform visual inspection found no moisture damaged electronic assembly, keypad assembly, motor, vibrator during visual inspection. Swapping out test board to confirms frozen screen is isolated to mother board. The test reservoir locked in place properly and no anomaly noted. Unit had stained keypad overlay, stained address/serial number label and stained end cap sticker. Unable to confirm button/keypad anomaly and unable to download history files due to frozen screen. Frozen screen is isolated to mother board. Information becomes known. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported that the pump cleared settings automatically. It was also reported on the settings were disappeared even though after complete set up of the pump settings. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue use of the device and the insulin pump will be returned for failure analysis.